Event description:
See MDR 9680794-2014-00010 for the first event with the same pt. It was reported that this complaint involved a female patient. In the ICU adult during insertion into the pt's jugular, the insertion of the cv was completed successfully; however, the swg was found to be kinked. As a result, the swg was replaced to successfully complete the procedure. There was no reported delay, death, or complication to the pt as a result of this issue or occurrence.

Manufacturer narrative:
(B)(4).